Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure "fiber broke" was noted. It was not reported how the procedure was completed. No harm to the patient was reported.